Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device system was explanted due to an infection. It was also reported that vegetation was found on the leads and the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted that the patient was diagnosed with methicillin-resistant staphylococcus aureus (mrsa) bacteremia and septicemia, the patient's right ventricular (rv) lead was the only lead with vegetation, the patient was treated with antibiotics, and that the source of the infection was believed to be the patient's peripherally inserted central catheter (PICC) line. It was also reported that the patient is a participant in the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.